Event description:
The surgeon inserted an icm115v4 11.5mm implantable collamer lens in 2005 the lens was explanted 5 months later due to inadequate vault. The lens replaced with a longer lens. There was no pt injury.